Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose (bg) level was 160 (mg/dl). Reportedly, the customer would continue using the current pump for insulin therapy until the replacement pump was received but also has insulin pens available.